Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead's amplitude was decreased and the lead remains in use. The patient is enrolled in the systems longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, implantable pacing lead, implanted: (B)(6) 2007. A 693565, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).